Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device for longer than 48 hours. The patient reports the pod infusion site (leg), has a bump with whelps as well as purulent discharge. The patient reports the pod infusion site is hot and bruised. In addition the patient had experienced fevers. The patients reported blood glucose level had rose to over 400 mg/dl. The patient removed the pod prior to going to the hospital. Once at the hospital the patient was diagnosed with cellulitis as well as a staph infection. The patients pod infusion site was drained. The patient was treated with intravenous antibiotics as well as doxycycline (3 mg). The patient was prescribed doxycycline (100 mg) to be taken for 14 days and cefuroxime (500 mg). The patient was released from the hospital after 3 days. The patient was able to apply a new pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.